Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the patient was hospitalized due high blood glucose. Customer's blood glucose was unknown mg/dl. The customer will call us to troubleshoot and to give information on her hospital stays.